Event description:
It was reported by the customer site that images obtained from a breast exam showed shading artifacts. Add'l eval by ge engineering revealed that the artifacts resulted from a cracked capacitor on the body coil board. The damaged capacitor can be potentially caused by arcing. Failed capacitor and arcing can result in the heating of the bore wall. While the artifact itself is not likely to result in misdiagnosis or serious injury due to its obvious nature, there is a concern for possible burn if a pt was to come in contact with the heater bore wall. No injury or misdiagnosis was reported relating to the artifact. Likewise, no injury was reported due to a potentially heated bore wall.

Manufacturer narrative:
Preliminary eval on 05/03/2010 revealed that the failure mode that resulted in the shading artifact was similar to the issue reported for MDR# 2183553-2010-00012. Ge healthcare has initiated an investigation and is still ongoing.